Manufacturer narrative:
Internal report reference number: (B)(6). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 08-aug-2024 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.

Event description:
Consumer reported complaint for hi blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Caller stated customer had gone to the doctor's office a couple of days ago and had just started to use the meter that day. During the call, a blood test was performed by the customer fasting and produced test result of 597 mg/dl using true metrix meter. The product is stored according to specification in the living area. The test strip lot manufacturer¿s expiration date is 11/30/2025 and open vial date is 07/30/2024. The meter memory was not reviewed for previous test result history.